Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One used 6f angio-seal vip device was received for product analysis. The device was returned with the arteriotomy locator and guidewire. The returned components were subjected to visual analysis where blood like substance was observed on all components. The hemostatic sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The anchor was not posed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. The distal tip of the hemostatic sheath was inspected for the presence of the anchor. The leading foot of the anchor could be seen nestled in the inner lumen of the hemostatic sheath. Functional testing was attempted. When force was applied to the carrier tube assembly as the deployment sleeve was moved into the forward lock position, excessive resistance was experienced. A kink occurred in the carrier tube assembly that was not present. Due to the kink that had developed further functional testing regarding posting the anchor could not be completed without further altering the device. A large amount of dried blood like substance became exposed when the anchor was extracted from the sheath. The anchor was found in the hemostatic sheath. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. User error, kinks in the carrier tube assembly, and obstructions to the anchor posting to the distal tip of the hemostatic sheath are likely causes of the reported problem. The cause of the kink in the carrier tube assembly is due to excessive force being applied to the device to overcome the dried blood like substance.

Event description:
The user facility reported during the procedure the angio-seal vip footplate never deployed. All steps were followed, however, the device did not deploy. The staff held pressure to complete the closure post procedure. The procedure was successful, and the patient was reported to be in normal condition. Estimated blood loss was reported to be less than 250cc. Additional information received on march 27, 2018. No device was used with closure when using the reported angio-seal. The anchor looked as though it did not release from sheath. When the doctor went to pull back to set the anchor, the entire device came out of arteriotomy.